Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated: b4, d4, g3, g6, h2, h3, h6, h10.the complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exibited signs of repeated use and the post feature had fractured off. The fracture was consistent with either bending overload or low cycle fatigue culminating in bending overload as evidence by the presence of hackle marks, river lines and striations features on the fracture surface. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends..

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial knee arthroplasty the trial fractured. No pieces fell into the patient. Attempts have been made and no further information has been provided.